Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4). Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient thought ins wasn't working like it should, but it turned out the ins was working fine. Patient confirmed that he was unable to use his therapy because he couldn't charge up the ins because of the broken connector pin issue. A replacement connector pin would be sent. It was noted connector pin was bent. No further complication and events were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They provided their weight at the time of the event. They stated they received the desktop charger (dtc) and were able to charge their battery. However, they have still been unable to use therapy. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product ID 37761 lot# serial# (B)(4) implanted: explanted: product type recharger: analysis is not anticipated yet: all fdm and fdr and fdc codes apply to the desktop charger (serial # (B)(4)) .if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger. Analysis of the desktop charger (serial # (B)(4)) found that connector pin bent. If information is provided in the future, a supplemental report will be issued.